Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,6.0,10,mtx,mg (tsvt6b10) was returned for investigation. Visual inspection of the as returned product identified signs of wear and debris about the implant threads. Product matched print specification where measured. It was noted the patient had low bone density (iii). The reported product was located on tooth # 14 (universal) and was replaced the same day as placement. The reported event could not be recreated due to the nature of the dental device and event (medical condition). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 1232213. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1232213) for similar event and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event (bone fracture) or product (tsvt6b10). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: g7: checked "follow-up".

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k101880.

Event description:
It was reported that during the attempt to place an implant (tsvt6b10) at tooth location 14, the buccal plate fractured and implant was removed. Site was grafted. No impact to the patient was reported as a result.